Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient missed his refill. When the pump was refilled on 2014 (B)(6), the actual residual volume (arv) was 1.5ml and the expected residual volume (erv) was 0ml. The patient saw his healthcare provider (hcp) one week later and was given a personal therapy manager (ptm). At the patient¿s next refill on the day prior to this report, a volume discrepancy occurred. The arv was 30ml and the erv was 10ml. It was noted that no programming error was suspected. The patient didn¿t appear to be in distress at this time. However, when discussing the issue with the patient, the patient stated that he had felt ¿crappy¿ for the past couple of weeks, but no one had taken him seriously. The patient also experienced some tightness in his chest, which had gotten worse. The patient did not experience any additional symptoms. The patient did not have clonus everywhere like he did prior to having the pump. Following the refill, the patient was sent home. Upon further troubleshooting, the side port could not be aspirated. Upon x-ray, the catheter looked okay. A bolus was given and the patient experienced no change. Pump logs were read and indicated no motor stall occurred. A catheter issue was suspected and the hcp planned to take the patient to the operating room (or) to check. As of 2014 (B)(6), the patient had not recovered and his symptoms/issues were ongoing. The device system was used to deliver gablofen. The final patient outcome was not reported. If additional information is received, a follow-up report will be sent.